Event description:
During a surgical procedure, the repositioning pin broke while the surgeon was in the process of repositioning a bone fragment surrounding the patient's orbit.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event that the tip of the repositioning pin broke off during bone repositioning could be confirmed. The visual inspection revealed that the tip of the repositioning instrument was broken off at the thread. The broken off thread fragment was not returned. Furthermore it was determined that the location of the thread breakage points to the fact that the repositioning pin was not fully inserted. The microscopic investigation of the breakage surface shows the appearance of a forced rupture caused by too high alternative bending forces during application. At the side of the breakage area secondary cracks are visible also an indication of too high alternative bending forces during application. In addition the whole surface of the shoulder ring shows no marks of friction indicating that the repositioning pin was not fully inserted until the shoulder ring fits closely to the bone in order to prevent high bending forces which could led to the breakage. According to the determined observations the IFU clearly indicates that ¿the repositioning pin must be carefully inserted up to the shoulder ring before repositioning the loose fragments¿ and ¿the instrument is not to be used as a lever. (¿) in case of misuse, the instrument could break¿. Based on investigation, the root cause of the broken off tip of the repositioning pin was attributed to an improper user related handling issue. The breakage was caused by a not correctly inserted repositioning instrument ¿ pin was not inserted up to the shoulder ring - and subsequently by the application of multiple too high alternative bending forces during application. Indications for any material, design or manufacturing related issues could not be found within the investigation therefore no further preventive and/or corrective actions are deemed necessary at this time. The instrument was manufactured after the CAPA became effective and was the fifth one recorded. In all cases the root causes could be clearly attributed to improper user related handling issues. Indications for any material, design or manufacturing related issues could not be found in the previous investigations.

Event description:
During a surgical procedure, the repositioning pin broke while the surgeon was in the process of repositioning a bone fragment surrounding the patient's orbit.